Event description:
It was reported that restenosis was noted in a xience v stent which had been implanted in the left anterior descending artery (lad). The restenosis was treated with a non-abbott stent. No adverse patient sequela were reported. No additional information was provided.

Manufacturer narrative:
(B)(6)

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Restenosis is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.